Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2) and the bard/davol 3dmax (device 3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 3). As alleged, the patient has unspecified injuries. As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) and the 3dmax (device 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4, d6b, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1); additional supplemental emdrs were submitted to represent the bard/davol perfix plug (device 2) and the bard/davol 3dmax (device 3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 3). As alleged, the patient has unspecified injuries. As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) and the 3dmax (device 3) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of perfix plug mesh (device 1). Per operative notes, ¿a direct inguinal hernia defect was reduced, and perfix plug (device 1) was placed over the defect and tacked it to the connective tissue overlying pubic tubercle.¿ (B)(6) 2012 ¿ patient was diagnosed with right femoral hernia thereby underwent open repair with implant of perfix plug mesh (device 2). Per operative notes, ¿the prior mesh (device 1) was noted and there was no recurrent hernia, in the femoral region, a hernia was reduced and closed the fibers of the external oblique with sutures. A perfix plug (device 2) was placed over the defect in the femoral canal and secured with sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with right indirect inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 3). Per operative notes, ¿the femoral hernia mesh (device 2) was in place and above the level of the hernia, an indirect sac was excised and 3dmax mesh (device 3) was placed into the defect covering the hernia and flat mesh edges. The mesh was tacked to the coopers ligament and reapproximated with sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with removal of prior meshes (device 1,2 and 3) and implant of bard flat mesh (device 4). Per operative notes, ¿through the prior incision, the adhesions of soft tissue and spermatic cord were cleared. The previously placed meshes (device 1,2 and 3) attached to the internal oblique musculature and inguinal canal were excised. At the site of the hernia, the direct defect was noted and reduced. A piece of bard flat mesh (device 4) was placed over the defect and sutured medially to the pubic tubercle, femoral vein and spermatic cord. The fascia was closed and secured with sutures.¿